Event description:
Reporter stated the infusion device displayed an e8 power interrupt error after the battery and battery cover were changed, and the error message could not be cleared by pressing the check button. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).